Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# v871806, implanted: (B)(6) 2012, product type: lead. Product ID: 3777, lot# v830786023, implanted: (B)(6) 2012, product type: lead product ID: 3487a, lot# v664309, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# v664309, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v871806, implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received clarified that patient was not receiving adequate stimulation from their ins and that the patient always had stimulation in their ribs. Two leads were explanted and replaced with one single lead. Impedance testing performed on (B)(6) 2014 and showed values within normal range. It was noted that the cause of the event issue was not determined. The patient was reported as doing fine and receiving adequate stimulation. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was having a revision on friday. It was unknown why the revision was needed, if the implantable neurostimulator (ins) or the leads were affected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.